Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-04942. It was reported that following a coronary artery stenting treatment procedure, myocardial infarction (mi) occurred. In (B)(6) 2011, an ion stent was implanted in the proximal left circumflex artery (prox lcx). In (B)(6) 2012, the patient presented with chest pain. The pain was in the center of the chest with radiation to shoulders and was also associated with nausea, vomiting and shortness of breath. Troponin levels noted to be elevated. ECG revealed ventricular paced rhythm. The patient was diagnosed with myocardial infarction and was hospitalized. 90% stenosis was noted in the distal lcx, which was treated with pre-dilation and placement of a 2.75x 20mm promus stent overlapping with the previously placed ion stent with 0% residual stenosis. During the hospitalization the patient was also diagnosed with acute renal failure and was treated with IV fluids. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).